Manufacturer narrative:
(B) (4) - alarm, failure to. Evaluation of the returned product shows that the alarm sounds when the magnet is attached or removed. Different tones work. (B) (4).

Event description:
The customer reported that the alarm will power on and when the magnet is taken off of the alarm there is no alarm tone. There was no patient injury reported.